Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user did not thoroughly read instructions for use (IFU). Subsequently, the user used the expired water filter by mismanagement of replacement, causing the event to occur. The suggested event is detectable and preventable by handling equipment according to the following instructions for use (IFU): chapter 7 routine maintenance: 7.2 replacing the water filter (maj-824). "Replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information received from the customer confirmed that a third party company provided maintenance service to the hospital's equipment. The device was not returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the olympus endoscope reprocessor (oer) was used to improperly reprocess the bronchovideoscope. The water filter expired in 2021 and had not been replaced in more than two years, subsequently leading to the mismanagement of replacing the water filter in accordance with the instructions for use. There were no reports of patient harm, injury, or infection. Related patient identifiers: (B)(6).